Manufacturer narrative:
Batch review performed on 19 june 2018. Lot 174561: 142 items manufactured and released on 26 september 2017. Expiration date: 2022-09-15. No anomalies found related to the problem. To date, 125 items of the same lot have been already sold without any similar reported event.

Event description:
About 5 months after primary the surgeon will revise the patient for tibial component loosening. About 5 months after primary the surgeon will revise the patient for tibial component loosening. Revision surgery planned for (B)(6) 2018.